Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2020 / serial#: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date:31-dec-2019 labeled for single use: no (B)(4). Additional information has been requested regarding the initial reporter information and the patient demographics of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controllers have multiple issues. First controller exhibited a couple vad disconnect and controller fault alarms due to the internal battery end of life. The second controller exhibited vad disconnect and loss of power alarm. The controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: two (2) controllers (B)(6) were not returned for evaluation. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on 09/aug/2022 at 08:32:21, indicating an issue with the internal battery. Log files also revealed that (B)(6) was in use for less than two (2) years. Review of the alarm log file associated with (B)(6) revealed two (2) vad disconnect alarms were logged on 09/aug/2022 at 08:40:07 and 08:41:241 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event logged on 09/aug/2022 at 08:59:01. Additionally, a subsequent vad disconnect alarm was logged at 08:59:06, likely due to the controller powered up without the driveline connected. Review of the event log file revealed that, prior to the first power up event, the controller last had power on 09/mar/2022. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point logged since 09/mar/2022 was logged on 09/aug/2022 at 08:59:34, indicating that the power up event and vad disconnect alarm occurred during a controller exchange. As a result, the reported controller fault alarm and vad disconnect alarms events were confirmed. The reported loss of power alarm event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the reported vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller during a controller exchange and a controller being powered on without the driveline cable connected during initial programming of the controller. Based on the available information, the most likely root cause of the observed controller power up event can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to section e: -initial reporter first & last name was added. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.